Event description:
It was reported that the suturable duragen (durs3391) with expiration date of april 30, 2012 was used on (b)(6 2012. Additional clinical information has been requested.

Manufacturer narrative:
It is unknown if the device involved in the reported incident is being returned for evaluation. An investigation has been initiated based upon the reported information.